Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error after the insulin pump fell on the floor. Button error troubleshooting was performed and was able to confirm that the time is not advancing the day prior to call. Customer also mentioned that the battery has been removed due to insulin pump would not turn on. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: insulin pump was received with act button unresponsive due to lcd keypad connector unlocked. No button error alarm noted. No frozen screen or blank display noted. Time advanced properly. No damage found on lcd isolation tape noted. Unable to perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Insulin pump had cracked battery tube threads, reservoir tube lip, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
The correct information has been provided with this report.